Event description:
Allegedly the patient was revised due to unknown reasons.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event is the same as 1043534-2013-01523.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.